Event description:
It was reported the ultrasound videoscope was unable to launch the ultrasound interface during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rubber is peeling off a definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction was due to factors that could not be reproduced. According to inspection, the phenomenon reported by the customer was not observed during testing should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.